Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 694765 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a conductor fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.